Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. Within the course of 1 year, the battery longevity decreased from 2 years to 3 months remaining. Disk data was requested from the field for analysis. This pacemaker remains in-service at this time. No adverse patient effects reported.